Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a device issue occurred during a cystectomy / ileal conduit procedure. After opening the packaging and setting up the device, the setting was not smooth and the handle was stiff. The surgeon tried to fire the device, but it did not work. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned product was received with a full complement of staples and the interlock was engaged. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur if the firing knob is retracted prior to advancing. When the firing knob is retracted before firing the stapler it engages with the interlock in the handle and prevents the instrument from firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.